Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949 implantable tachy lead: (B)(6) 2005. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had two stored episodes with noise that is an electrical magnetic interference (emi) pattern showing on both near and far field electrogram (egm) with the tell-tale sinusoidal, beadlike pattern. The device remains in use. No patient complications have been reported as a result of this event.